Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve via the left side access, after the removal of delivery catheter system (dcs) and site closure, a perforation of the external iliac artery was discovered. A covered stent was implanted to address the perforation. The dcs was accessed via the left side with a minimum 6 millimeter (mm) diameter access vessel. The physician believed the perforation may have been due to nose cone of dcs with advancement. As reported, patient anatomy had not contributed to the injury. The perforation site was not located in tortuous anatomy, although the anatomy was tortuous higher up. There was no significant amount of calcium at the perforation site. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record (DHR) was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The non-conforming material report (ncmr) was related to the bond between the stability shaft and stability hub and this component is unrelated to the perforation reported in this event. There were no connections between the reported event and the ncmr associated with the DHR. The reported event indicates that after the removal of delivery catheter system (dcs) and site closure, a perforation of the external iliac artery was discovered. Vascular complications, such as perforation, are known potential adverse patient effects per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). In this case, the physician believed the perforation may have been due to nose cone of dcs. As reported, patient anatomy had not contributed to the injury, however without prior computed tomography or a patient summary, this cannot be conclusively confirmed. Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.